Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vcd did not change color when the device was slowly withdrawn. The indicator window did not change color when the device was slowly withdrawn again. Finally, the exoseal was withdrawn and changed to manual compression. There were no reports of patient injury. The procedure was performed with a retrograde puncture from the left femoral artery using a short 6f non-cordis sheath. Postoperatively, the 6f exoseal was used for blocking and hemostasis, and when the instrument was slowly retracted at an angle of about 45 degrees, the blood return indicator pulsatile blood flow stopped, and then the exoseal was slowly withdrawn for about 1 cm, but the exoseal indicator window did not change color. After observing the withdrawn exoseal outside the body, the indicator window did not change to black after hooking the guide wire ring with force, but the plug could be released normally after pressing the button to unfold the plug. Since the dealer was not present at the time, the plug was discarded, and the returning complaint device will not contain a plug; however, the device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vcd did not change color when the device was slowly withdrawn. The indicator window did not change color when the device was slowly withdrawn again. Finally, the exoseal was withdrawn and changed to manual compression. There were no reports of patient injury. The procedure was performed with a retrograde puncture from the left femoral artery using a short 6f non-cordis sheath. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure. The indicator wire cowling locked against the handle assembly with an audible click heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Postoperatively, the 6f exoseal was used for blocking and hemostasis, and when the instrument was slowly retracted at an angle of about 45 degrees, the blood return indicator pulsatile blood flow stopped, and then the exoseal was slowly withdrawn for about 1 cm, but the exoseal indicator window did not change color. After observing the withdrawn exoseal outside the body, the indicator window did not change to black after the surgeon pulled the guidewire ring. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. However, the plug could be released normally after pressing the button to unfold the plug. Since the dealer was not present at the time, the plug was discarded, and the returning complaint device will not contain a plug; however, the device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vcd did not change color when the device was slowly withdrawn. The indicator window did not change color when the device was slowly withdrawn again. Finally, the exoseal was withdrawn and changed to manual compression. There were no reports of patient injury. The procedure was performed with a retrograde puncture from the left femoral artery using a short 6f non-cordis sheath. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The user was trained in the use of the device. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure. The indicator wire cowling locked against the handle assembly with an audible click heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Postoperatively, the 6f exoseal was used for blocking and hemostasis, and when the instrument was slowly retracted at an angle of about 45 degrees, the blood return indicator pulsatile blood flow stopped, and then the exoseal was slowly withdrawn for about 1 cm, but the exoseal indicator window did not change color. After observing the withdrawn exoseal outside the body, the indicator window did not change to black after the surgeon pulled the guidewire ring. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. However, the plug could be released normally after pressing the button to unfold the plug. Since the dealer was not present at the time, the plug was discarded, and the returning complaint device will not contain a plug. One non-sterile exoseal vascular closure device, size 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were observed during this visual analysis. A deployment simulation evaluation was performed, deploying the indicator wire. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected indicator wire retraction and plug deployment. The indicator window transitioned to the black/white and red position as expected. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of "indicator window no change to indicator" was not observed through analysis of the returned device as functional analysis demonstrated successful deployment of the device with transition of the window. In addition, the condition of the device received doesn't match events reported. The event reported states that the plug was discarded, however, the device was received with the plug in manufacturing position. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator's thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.